Event description:
It was reported that the atrial lead exhibited low impedance and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field events of low lead impedance and noise problem were confirmed. Electrical analysis returned normal characteristics. The device was tested on the hi pot test and failed. It is believed the cause of the reported field event was due to the damaged insulation from the suture sleeve.